Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated. The knife activated normally and cut the test media cleanly. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that during a gyn case, the device jaws were applied to tissue and could not be re-opened. The surgeon used a cautery device directly adjacent to the jaws in order to resect the tissue and remove the jaws. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.